Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) study. During the procedure an arterial perforation was reported. The perforation was resolved with pta angioplasty the same day.